Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the patient has osteoporosis and degenerative disease. The patient stated that their physician really messed up their back last time, as they had extensive back surgery and had a new paddle implanted. The patient reported that there were broken bones in their back and they have been in horrible, excruciating pain ever since. It was unknown when the issue occurred. No further complications were reported and there were no complications. Indication for use is spinal pain.

Manufacturer narrative:
Additional review indicated patient codes (B)(4) and (B)(4) are no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.